Event description:
A hemodialysis (hd) clinic registered nurse (rn) reported a combi set blood leak occurred two hours and forty-seven minutes into a patient¿s hd treatment. Drops of blood was noted to be coming from the venous chamber where the medication line and the pressure monitor line connect to the venous chamber. Upon follow-up, the (rn) confirmed the event. There were no machine alarms during the treatment. There was no visible damage identified, and no line separation that occurred. There were no leaks noted during the priming, and no irregularities were identified on the combi set. The patient¿s blood was rinsed back following the event and the estimated blood loss (ebl) was reported to be less than 5 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment following the event. The combi set was available to be returned for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer and a physical evaluation was performed. During the disinfection a leak was found from the venous top chamber. During the visual inspection was found a separation from the top cap venous chamber. No solvent was observed on the chamber and cap. A dimensional inspection was performed to the actual sample, with acceptable results. The dimensional inspection was performed according to drawing no. P134d-d356 & p134d-a699 with acceptable results. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed and the cause was traced to a component failure. The returned sample was discarded after evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic registered nurse (rn) reported a combi set blood leak occurred two hours and forty-seven minutes into a patient¿s hd treatment. Drops of blood was noted to be coming from the venous chamber where the medication line and the pressure monitor line connect to the venous chamber. Upon follow-up, the (rn) confirmed the event. There were no machine alarms during the treatment. There was no visible damage identified, and no line separation that occurred. There were no leaks noted during the priming, and no irregularities were identified on the combi set. The patient¿s blood was rinsed back following the event and the estimated blood loss (ebl) was reported to be less than 5 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment following the event. The combi set was available to be returned for evaluation.